Manufacturer narrative:
Clinical review: there is a temporal relationship between pd therapy utilizing the liberty select cycler with cycler set and the patient event of peritonitis with subsequent hospitalization and pd catheter removal. However, there is no documentation in the complaint file to show a causal relationship between the event and use of the liberty select cycler or cycler set. Additionally, there is no known allegation of a product defect, malfunction or deficiency reported for this peritonitis event. All pd patients are at risk for infection due to a compromised immune system and dialysis techniques increasing the risk for microbial contamination. The majority of peritonitis cases are a result of touch contamination with the pd catheter being a source of the infection due to being a portal of entry to the peritoneum. Based on the available information and no allegation of a product malfunction, deficiency or defect, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s peritonitis. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A patient on peritoneal dialysis (pd) reported that he was hospitalized and had their pd catheter (not a fresenius product) removed due to infection. Additional information was obtained during follow-up with the patient¿s pd nurse. The patient presented to the hospital with unknown symptoms. The patient was admitted and diagnosed with peritonitis. Antibiotic therapy was initiated; however, it is unknown what drug the patient was prescribed. No culture results were available. The decision was made to remove the patient¿s pd catheter and transfer the patient to in-center hemodialysis (hd). The patient was discharged on an unknown date and has started hd therapy. It is unknown if the patient has plans to return to pd therapy. The cause of the peritonitis is unknown, and the pd nurse could not confirm if the patient reported any issues with the liberty select cycler or cycler set. No further information was available.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.